Event description:
Account states that the wound drain implanted during a colon resection. While the drain was being removed it fractured. The pt was taken back to surgery for removal on the same day.